Event description:
It was reported that (1) ai326 device was used during a laparoscopic cholecystectomy. It was reported by the rep that the ai326 would not fire. Another ai326 instrument was pulled to complete the case. There was no consequence to the pt.